Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received from the (B)(4) indicating a lead discontinuity. The only information known at this time is that a vns patient had their lead replaced due to a lead discontinuity. (B)(4) attempts thus far have not obtained any further details or product for analysis.

Event description:
No further information is available on the patient's vns. The patient is unable to be located in the following hospital's database.